Manufacturer narrative:
(B)(4). Lot # unk. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was obtained: could you please provide more details how issue was addressed? Surgeon contacted sales rep per telephone. Was there any change in the procedure? If yes, please explain. Yes, because the staple rowe was only half triggered, the severed tissue had to be closed with seams. Surgery time was 2 hours longer. Was there any patient consequence as a result of the procedure being prolonged? No consequences for the patient. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectum procedure, the stapler was fired but was only stacked on one side, only half of the severed tissue was stacked. The open part of the tissue had to be taken care of. It was reported that there was two more hours of surgery time. There were no consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/09/2021. D4: batch # 274a77. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived with no apparent damage. The breakaway washer was present and with an off-center cut. Further analysis shows damage on the knife; causing thus damage in the guide's face. The device was reloaded with staples and the device was tested for functionality and fired. The staple line was complete; however, the washer cut was not a perfect circle due to the damaged knife. It appears possible that the anvil was pushed far enough off-center to result in an off-center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off-center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.